Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (unable to recognize batteries) has been confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The battery charger/modem displayed a yellow #1 light when no battery was inserted, indicating a charger failure. The cause for the failure was isolated to contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to recognize a battery pack. A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (won't power up) was confirmed due to the f1 fuse being open. The cause of the open fuse was due to excessive current. The root cause for the excessive current was unable to be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery was unable to power on a monitor.